Manufacturer narrative:
No blank display was noted during testing. No damage was noted on the isolation tape. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer experienced a blank display on their insulin pump. The customer tried using a new battery cap but was still receiving a blank display. The customer also received a low battery alarm, changed the battery and then received the blank display. The customer changed the battery one more time and still experienced the blank display. The customer's blood glucose was 116 mg/dl. Troubleshooting was done. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.